Manufacturer narrative:
The serial number of the controller has been requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that a pump stop on (B)(6) 2021 was found during log file review. The event occurred while the patient was connected to the power module. It was communicated that the patient had been on battery power since on (B)(6) 2022 and an ungrounded cable was used to collect log files. It was noted that the patient's weight had been stable and the patient was not aware of any alarms. Related manufacturer report number referencing the pump: MFR# 2916596-2022-00382.

Manufacturer narrative:
Section d4: serial number was requested but was not provided. Manufacturer's investigation conclusion: the reported event of the controller not being able to alarm was not confirmed. The heartmate ii system controller was not returned for analysis however a log file was submitted for review spanning approximately 27 days ((B)(6) 2021 ¿ (B)(6) 2022 per timestamp). There was a pump stop on (B)(6) 2021 at 04:16:13 - 04:16:18. The pump returned to its set speed on its own. This finding is addressed under the pump investigation. There were no other notable alarms in the log file. The root cause of the reported event was unable to be determined in this analysis. Heartmate ii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate ii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.